Event description:
It was reported that the patient died. The target lesion was located in the right coronary artery. A 1.25 mm rotapro was selected for use. During the procedure, the aorta was dissected. Cardiothoracic surgery was performed to treat the dissection; however, patient died after going to surgery.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This is based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure. B2 date of death: used the first date of the month of the aware date as no date of death was provided. B3 date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The target lesion was located in the right coronary artery. A 1.25mm rotapro was selected for use. During the procedure, the aorta was dissected. Cardiothoracic surgery was performed to treat the dissection; however, patient died after going to surgery.

Manufacturer narrative:
B2 date of death: used the first date of the month of the aware date as no date of death was provided. B3 date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.